Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that one day post implant, the patient felt lightheaded due to lack of ventricular pacing caused by crosstalk. Device was reprogrammed.